Event description:
Customer reported that they are unable to see any borders or catheters inside the heart. No patient injury was reported.

Manufacturer narrative:
A ge representative inspected the system imaging and was unable to see the problem that they were having. There were no saved images to review. The imaging of the line pair tool and tracking were in spec. No problem found at this time and no further service required.